Event description:
It was reported that the customer inserted a new battery and after a while the insulin pump started beeping. The customer then stated that the insulin pump would not do anything and that the rewind would work for just a short while. The customer's blood glucose was unknown. The customer had experienced a keypad anomaly as well as received an unexpected restart alarm. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button response due to flattened button dome switch. No further tests could be performed due to unresponsive keypad. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.